Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm performed an inspection and functional tests. The display function to manufacturer specifications. The issue could not be reproduced. The safety disk was replaced at the 6,000,000 cycle interval. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) display was flickering. No patient harm, serious injury or adverse event was reported.